Event description:
The customer reported that she jumped into the water with the insulin pump on, and the device had an error alarm. Troubleshooting was performed and moisture underneath the screen was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.